Event description:
Resident was in w/p for bath when bath completed cna stepped on pedal foot off pedal and resident was manually lifted from tub no immediate problems were noted, but approx. 1 hr later he c/o chest pain with some irregular pulse rate. Was sent to emergency room of hospital was returned to nursing home but continued to have problems - sent back to hospital ER then transferred to another hospital. Returned to nursing home 6/21/93device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrical problem, inadequate quality assurance, labeling - inadequate instructions for use. Conclusion: device failure occurred and was related to event, no failure detected but product out of specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.